Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that act button of the insulin pump was not responding. Customer's blood glucose level was 105 mg/dl at the time of incident. Customer stated that time clock was advancing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces noted. Unable to perform displacement test and self test due to keypads not responsive. The test reservoir p-cap was able to lock in place.